Event description:
Essure implanted back in (B)(6) 2011. I have had experience in the past abdominal cramping which I assume it was related to menstrual cycles and severe headaches for days. FDA safety report ID #: (B)(4).